Event description:
It was reported that during mechanical thrombectomy for a clot located in the middle cerebral artery-m2 segment, during the 3rd pass, the stent retriever did not fully open probably due to the hardness of the clot. The stent detached at the distal platinum marker and was left in the patient. On imaging, it appears that a small piece of the stent wire protruded into the parent vessel. Additional information indicated that the vasculature of the target vessel was fairly tortuous. According to the physician, the patient is doing well as it is believed that the collateral blood circulation is good.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The trevo provue retriever core wire had been separated on its distal section and the stent section was not returned. Visual and microscopic examination of the returned device found that the core wire was fractured at approximately 174.5cm from its proximal end and was slightly bent at the separated site. It was also found that the shaft coil (stainless steel coil) on the core wire was severely stretched, kinked and separated and was tangled within itself and on the core wire. Information available indicate that the physicians admitted that "it was their fault, they were really rough with the device. They both acknowledge they should have switched out the trevo device when they switched out the trevo pro 18." The reported event is covered in the device directions for use (dfu). The dfu states "the retriever is a delicate instrument and should be handled carefully¿. This complaint appears to be associated with a product that met all required specifications, but the physician failed to follow the instructions.

Event description:
It was reported that during mechanical thrombectomy for a clot located in the middle cerebral artery-m2 segment, during the 3rd pass, the stent retriever did not fully open probably due to the hardness of the clot. The stent detached at the distal platinum marker and was left in the patient. On imaging, it appears that a small piece of the stent wire protruded into the parent vessel. Additional information indicated that the vasculature of the target vessel was fairly tortuous. According to the physician, the patient is doing well as it is believed that the collateral blood circulation is good.